Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled and the advancer bypassed the remaining clip causing 1 pear shaped clip. A corrective action has been initiated to address the advancer bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The device misfired. Unknown how the case was completed or if there was a patient consequence. One device being returned.